Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2021, the patient underwent the primary surgery with the olecranon and the va locking screws. The surgery was completed successfully without any surgical delay. During the removal surgery, two screws of the impacted products broke off just under the screw head. The surgeon enlarged the cortical bone in front and the screw shafts were removed by the pliers. It was confirmed that there were no broken fragments in the patient¿s body. No further information is available. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: date of concomitant therapy is (B)(6) 2023. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.